Manufacturer narrative:
Reference MFR report # 2916596-2015-02305 for the initial report of the driveline fracture. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 the patient underwent a pump exchange due to a known internal driveline fracture. As was previously reported the patient used an ungrounded patient cable due to the suspected short-to-shield. Reportedly, no other recent events occurred. No clinical symptoms were reported. The patient decided to proceed with pump exchange rather than stay on ungrounded patient cable.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 2.5 inches from the nipple of the pump housing; the remainder of the driveline was returned in segments measuring approximately 11, 2.5, and 23.5 inches. The inflow conduit and the outflow graft were not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Metal braided shield breakdown was observed approximately 13, 32, and 35 inches from the pump housing. Inspection of the underlying wires revealed breaches in insulation exposing the inner conductors of the red, yellow, and green wires approximately 13 inches from the pump housing. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the braided shield. Hipot testing of the remainder of the driveline did not reveal any additional breaches in wire insulation. If the exposed conductors of any of the compromised wires made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported pump off or low speed events (reported under medwatch MFR report # 2916596-2015-02305) . Additionally, if the exposed conductors of the compromised red wire made contact with either the yellow or green wire, or the wire conductors made contact with the metal braided shield at the same time, the resulting electrical phase to phase short would have caused the pump stop or low speed events on any power source or while operating on an ungrounded patient cable. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.